Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) would spontaneously go into communication loss for a few seconds and then come back up. The cns would then go into comm loss and not recover until a reboot was performed. During comm loss the cns lost patient historical data, but the bedside monitor (bsm) retained this information. The issue has been isolated to the cns. The remote network stations (rns) (secondary monitoring system) were still showing patient data coming from the bsm. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: possible causes of the issue could be attributable to: the bedside monitor or the transmitter being monitored is powered off or disconnected from the network. Network connection lost during sleep mode. The reported issue does not require further investigation through CAPA process since the root cause was unable to be determined. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additiona device information: d10 concomitant medical device: the following devices were used in conjunction with the central nurse's station (cns) and are not the devices that experienced failure: bedside monitors (bsm): model #: ni, serial #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Remote network stations (rns), model #: ni, serial #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) would spontaneously go into communication loss for a few seconds and then come back up. The cns would then go into comm loss and not recover until a reboot was performed.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) would spontaneously go into communication loss for a few seconds and then come back up. However, the cns would then go into comm loss and not recover until a reboot was performed. During comm loss the cns lost patient data, but the bedside monitor (bsm) retained the information. They have isolated the issue to the cns. The remote network stations (rns) (secondary monitoring system), were still showing patient data coming from the bsm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical product.

Event description:
The biomedical engineer reported that the central nurse's station (cns) would spontaneously go into communication loss for a few seconds and then come back up. However, the cns would then go into comm loss and not recover until a reboot was performed. During comm loss the cns lost patient data, but the bedside monitor (bsm) retained the information. They have isolated the issue to the cns. The remote network stations (rns) (secondary monitoring system), were still showing patient data coming from the bsm. No patient harm was reported.